Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection noted that the coil was deformed in several places, and was likely induced from a grabbing tool during the procedure. The helix spiral appeared intact with no anomalies identified. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during the pre-discharge evaluation the day after implant, this left ventricular (lv) lead had loss of capture in all six potential pacing configurations. A chest x-ray was done and this lead had dislodged into the right atrium. Subsequently, surgical intervention was performed and this lead was explanted. Another lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.